Event description:
It was reported that there was difficulty recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was inserted into it. The closure device was deployed in the patient. The initial deployment was not ideal (posterior shoulder, tilted device) and the decision was made to partially recapture the device. The device popped out of the laa during the 2nd deployment. As a result a full recapture was necessary. The physician attempted to recapture this device, however, after the shoulders were collapsed into the was, they felt severe resistance and could not pull the remaining device into the was. After multiple attempts to pull the device into the was, they were successful. The was and wds were removed as 1 unit. The patient did not have any problems as a result and remained stable throughout the procedure. There was no pericardial effusion noted. A 2nd 30 mm closure device was prepped, positioned and deployed with success (27% compression and no leak in any position). The procedure was finished, there were no other issues reported and the patient was doing fine.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system with the implant outside of the sheath and detached from the core wire. The device was bloody. Analysis of the returned device included microscopic and visual inspection of the implant, core wire, tip, sheath and hub/valve. Inspection revealed tip damage (tricuts flared/abrasions/misshapen), sheath damage (abrasions), and anchor damage. The device damage was consistent with implant deployment and a full implant recapture. Inspection of the rest of the device found no other damage or defect with the device.

Event description:
It was reported that there was difficulty recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was inserted into it. The closure device was deployed in the patient. The initial deployment was not ideal (posterior shoulder, tilted device) and the decision was made to partially recapture the device. The device popped out of the laa during the 2nd deployment. As a result a full recapture was necessary. The physician attempted to recapture this device, however, after the shoulders were collapsed into the was, they felt severe resistance and could not pull the remaining device into the was. After multiple attempts to pull the device into the was, they were successful. The was and wds were removed as 1 unit. The patient did not have any problems as a result and remained stable throughout the procedure. There was no pericardial effusion noted. A 2nd 30 mm closure device was prepped, positioned and deployed with success (27% compression and no leak in any position). The procedure was finished, there were no other issues reported and the patient was doing fine.